Manufacturer narrative:
For 1 event, the issue was related to the gear pump pressure. For 1 event, there was a fluidic failure of the cuvette rinse tubing. For 1 event, the wash station needle was dripping every few cycles. The issue was resolved after the needle was cleaned. The follow up action for 1 event was that the gear pump pressure was adjusted and the issue was solved after this action. The follow up action for 1 event was that the rinse tubing was replaced. Calibration, controls, and precision studies were run; results were within specifications. The follow up action for 1 event was that the wash station needle was cleaned. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by the cobas 8000 c (701) module. The events involved a total of 31 patients with the following: 1 questionable result for albt2 tina-quant albumin gen.2 30 questionable results for ca2 calcium gen.2 the age of (B)(6) years was provided for 1 patient. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There was 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested but were not provided.